Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report #3004209178-2019-13919 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated the last time they saw their hcp was on (B)(6) when they drained 3.5 cups urine from the bladder which made patient feel much better. In the meantime, patient had contacted a colorectal surgeon, who helped with their constipation, hemorrhoids and straining. The patient suffered from a loss of energy that may have been due to anesthetic administered just two weeks apart. Patient stated she is (B)(6) years old, and this second surgery did not agree with them. Patient was just let go to try to work things out. Patient was given little guidelines besides turning up the stimulator when they felt the stimulation to do so. Patient has had no follow up calls or visits with the doctor except for the (B)(6) appointment and was not clear on the goal was and didn't receive advice or recommendations. The patient has been able to set the stimulator up at home but was not sure what recommendations the manufacturer would make for them. Patient would have appreciated more guidance than was available to her. Patient¿s next appointment with hcp was scheduled for (B)(6), and the devices were currently at 1.3 v on the left and 1.5 v on the right. Patient was leaking less, but still had flushes of urine at certain times and moistness at night. On (B)(6) the patient called in for support again: patient reports she is flushing meaning leaking and flooding for the last two to three days was getting worse. Patient states she fell forward two day ago. Patient states she saw hcp four days ago. Patient service offered to assist patient with using the controller and patient ignored the offer. Patient states the settings she wrote down were 0.7 v on the left and 0.6 v on the right and 1.5 v on the left, 1.7 v on the right. Patient services recommended the patient consult with their hcp regarding which setting to use. Programming function was reviewed. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not getting therapy from the implant like they did in the trial ("not working like it was when it was external"). They stated that "I'm not sure I've got it working correctly". The patient mentioned that they had 2 inss implanted after their trial. The patient was offered help with adjusting the therapy and stated that they already know how to adjust the therapy but just wanted to know what to change the settings to. They were redirected to their healthcare professional (hcp) for therapy recommendations. Follow up information received from the patient on (B)(6) 2019 reported that they did suffer constipation and urine retention which resulted in pain and loss of energy. They indicated that their complaints/concerns were expressed as steps taken to resolve the issue. The patient reported that the issue was resolved. There were no further complications reported or anticipated. (See general text for non-complaint information rule out/omitted from the event description)